Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl via an implanted pump for non-malignant pain. It was reported the patient comes in every 30 days for a refill, and normally when they would go in for therefill it would fix itself. It was further reported that the patient¿s previous personal therapy manager (ptm) lagged but resolved after refills but the current one does not (see pe (B)(4)- current lag issues).

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.